Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smell issue, system risk analysis (sra), and functional analysis. The device history record (DHR) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smell issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the odor/smell is likely due to the vacuum control valve. The asp field service engineer replaced the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
D9: device available for evaluation: correction from no to yes. The vacuum control valve was returned and successfully completed a test cycle with no failures or faults. No mist, odor, smells, vapor, or smoke was observed. Visual inspection yielded no unusual findings, defects, or anomalies. The reason for the return and failure of the vacuum control valve could not be confirmed. Asp complaint ref #: cmp-(B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum control valve was replaced to resolve the odor/smell issue. Unit meets specifications and was returned to service. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an odor or smell emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.